Manufacturer narrative:
(B)(4).

Event description:
It was reported "at the time of opening the catheter set arterial monolumen is observed the guide is found fractured therefore new set is requested to pharmacy. Replacement is required." Additional information received clarifies, "it is confirmed that the swg is bent". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arterial guide wire for analysis. The packaging was not returned. Visual analysis revealed one major kink 216mm from the proximal end of the guide wire. The lidstock for this finished good clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged". The lidstock provided for this finished good was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One major kink was observed towards the middle the guide wire body. Despite this, the guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging for this finished good clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at the time of opening the catheter set arterial monolumen is observed the guide is found fractured therefore new set is requested to pharmacy. Replacement is required." Additional information received clarifies, "it is confirmed that the swg is bent". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".